Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that the threshold suspend on their insulin pump did not function in two or three instances. The customer stated the sensor was working properly at first but then woke up with blood glucose levels over 400 mg/dl. The customer treated their high blood glucose with their insulin pump. The customer did not provide the lot number to the insulin pump and did not troubleshoot the issue. The customer changed the sensor.